Event description:
The complaint is reported as: "swg (spring wire guide) is kinked." No patient harm reported. The device was replaced. The patient's condition is reported as fine.

Manufacturer narrative:
Qn# (B)(4). The customer returned one spring wire guide (swg) within its advancer tubing for evaluation. Visual inspection of the swg revealed multiple bends in its body. Both welds had become separated from the core wire and the swg was unraveled. Microscopic examination of the swg confirmed that both welds were attached to the coil wire. The total length of the swg core wire measured 600 mm, which is within specifications of 596-604 mm per swg graphic. The outer diameter of the swg measured 0.800 mm which is within specifications of 0.788-0.826 mm per swg graphic. The undamaged portions of the guide wire were passed through a lab inventory ars and 18 ga introducer needle to functionally test per IFU s-15703-112a rev. 01 which states, "arrow advancer is used to straighten "j" tip of guidewire for introduction of the guidewire into arrow raulerson syringe or a needle. Using thumb, retract "j. Place tip of arrow advancer - with "j" retracted - into the hole in rear of arrow raulerson syringe plunger or introducer needle. Advance guidewire into arrow raulerson syringe approximately 10 cm until it passes through syringe valves or into introducer needle. Advancement of guidewire th rough arrow raulerson syringe may require a gentle rotating motion." The guide wire passed through both with minimal resistance. A device history record review was performed and no relevant manufacturing issues were identified. The instructions-for-use (IFU) provided with this kit warns the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested. Do not withdraw guidewire against needle bevel to reduce risk of possible severing or damaging of guidewire." The report that the guide wire was unraveled was confirmed through examination of the returned sample. The guide wire core wire was separated from both welds. Dimensional inspection and a device history record review did not reveal any evidence of a manufacturing related issue. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2.75 pounds force. This internal specification is higher than the bs en iso 11070:2014 standard of 2.2 pounds force for this size wire. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Based on these circumstances, unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
The complaint is reported as: "swg (spring wire guide) is kinked". No patient harm reported. The device was replaced. The patient's condition is reported as fine.